Event description:
During the implant procedure, while using the inspire tunneler, the external jugular vein was nicked and the patient experienced excessive bleeding. Physician made a third incision, located the bleed, applied pressure, and used clips to ligate the vessel. This resolved the issue.